Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2012, inratio: 1.9, lab: 2.5. Pt's therapeutic range is 2.0-3.0. Results done within mins of each other. Pt's daughter (B)(6) called because the pt's physician had increased pt's coumadin dose.

Manufacturer narrative:
Investigation pending.